Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to procedure, the device was difficult to load and the suture's thread was detached from the needle. There was no patient involved in this event.